Manufacturer narrative:
Motor error alarm during rewind due corroded motor home switch. Unable to verify for prime alarm and unable to perform basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and the operating current measurement due to constant motor error alarm. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that insulin squirted out during manual prime. The insulin pump was returned for analysis.